Event description:
The customer reported that coms had dropped for 30 seconds on all their propaqs monitor on the acuity central station on system-a. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device will not be returned for eval. However, the device was available via telephone communication. We have not yet completed the investigation.